Manufacturer narrative:
H3: device problem already known, no evaluation necessary.

Event description:
No new information.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that a broken bur shank was retained internally, in attachment. No patient involvement, delay, adverse consequences nor medical intervention were reported.